Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue damage, as listed in the instructions for use (IFU), mitraclip ntr/xtr, u.s. As a known possible complication associated with mitraclip procedures. The investigation determined the reported tissue damage appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed for atrial septal tear, requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. The transseptal puncture was noted to be difficult, as the patient had a fibrotic septum. The steerable guide catheter (sgc) was advanced without issue and the procedure continued with implantation of 1 clip. Mr was reduced to grade less than 1. The clip delivery system (cds) was removed without issue. After removal of the sgc, a larger than expected atrial septal defect (asd) was noted. The physician stated it was a "tear" and closed the asd with an amplatzer asd. Per physician, the issue was possibly related to the difficult transseptal puncture, but cannot state for certain, as the issue was not noted until the sgc was removed. There was no difficulty noted during removal of the sgc. The patient experienced no symptoms related to the asd. No additional information was provided.